Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. The target lesion was located on the venous side of the arteriovenous (av) fistula in the arm. An avx thrombectomy set was selected for a thrombectomy procedure. The catheter was prepared with no issues and was introduced into the patient. Approximately half way into treatment, the catheter stopped functioning due to an error code. The catheter was removed and replaced with a new catheter to successfully complete the procedure. There were no patient complications reported.